Event description:
The pt presented with a ruptured posterior communicating artery aneurysm and a glasgow score of 13 and a hunt and hess score of 3. During the procedure, the stent became occluded due to thrombus formation. The physician administered "20mg actilyse". The pt awoke from the procedure and had "a partial left deficit". During the night the pt's intracranial pressure increased and it was noted "the derivation (dve) was blocked". A CT scan did not reveal any evidence of ischemia but did reveal a diffuse edema. An angiogram confirmed the stent and "afferent arteries" to be pt. The pt was kept in a protective coma. Five days post procedure, a CT scan revealed an ischemic zone in the "internal right capsula".

Manufacturer narrative:
For no allegation of product malfunction or non-conformance contributing to the reported event. Additional info was received from the user facility. The pt was given 450mg of plavix one hour prior to the procedure followed by a bolus of heparin at 1mg/kg and 250mg of aspirin during the procedure. The physician is uncertain if the thrombus contributed to the ischemia but did relate this to the edema.